Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized in intensive care unit due to high blood glucose and ketoacidosis. Customer's blood glucose was 510 mg/dl at the time of hospitalization, but blood glucose went up to over 700 mg/dl in the hospital. Customer stated that the insulin pump is not working correctly it was alarming battery out of limits and when she tried to bolus the unit did not responded. Customer stated that she had nausea and couldn't keep food down. Customer declined troubleshooting. Performed the high pressure test and it passed. Advised to change her infusion set and call if problem remains.